Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting fully; the comb, carrier guide, gear, and side plates were damaged. The comb, carrier guide, gear, and side plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00354-1.

Event description:
It was reported that outside of surgery, the device was dull and does not fully penetrate through tissue. The device had a damaged comb, carrier guide, gear and side plates. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There was no adverse event associated with this malfunction.

Event description:
It was reported outside of surgery, that the device was dull and does not fully penetrate through tissue. No harm or delay were noted. Due diligence is complete and there is no additional information available. No adverse event was associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated cutter medwatch: 0001526350-2023-00354.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.